Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received undeployed. It was observed to have the needle cap attached. Upon removal of the needle cap, the needle deployed. The data downloaded from the device showed no time outs, drive stalls or alarm. The device delivered 55 pulses & completed both first and second prime before being deactivated. The attached needle cap prevented the cannula from deploying as intended, even though the device completed both first and second priming sequences. Investigation found no issues that would contribute to needle mechanism failure.